Event description:
Boston scientific crm received info that during the explant of this device, due to normal battery depletion, the leads were found to be stuck in header of the device. It was reported that the physician used bone cutters to remove the leads. No adverse pt effects were observed. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market qa lab, predecontamination inspection noted that no lead or terminal pin was returned in the header of the device. The back of the header was cut and the minute ventilation electrode was missing. All setscrews moved freely and operated normally. Post decontamination microscopic visual inspection noted that the header was also loose. No other irregularities were observed. This device has is-1 only header. Is-1 only header do not have inner seal rings. Analysis testing could not confirm the reported lead stuck in the header. This device has an is-1 header only and do not have inner seal rings to cause silicone to silicone bonding. However, the damage to the header was induced.